Manufacturer narrative:
To date, information suggests that a lead revision procedure is imminent. No further information is expected at this time.

Manufacturer narrative:
Most recently, the lv lead revision did occur, at which time this lead was surgically abandoned. The associated crt-d, which had no allegation against it at any time, was also removed from service at this time as the physician had placed a new model of lead not compatible for the lv1 header.

Event description:
Boston scientific received information that this left ventricular (lv) lead did exhibit greater than 2,000 ohms pace impedance as a result of a suspected intermittent lead fracture. All the lv pacing configurations were tested. In all of them he would get at least one measurement >2,000 ohms. Isometrics also demonstrated the out-of-range result. The patient mentioned having fallen down some stairs and having fractured a few ribs. It was noted that lead thresholds were still within normal limits. However, since there was some noise and some lv sensing marker inhibiting lv pacing, the boston scientific local area sales representative did turn off lv sensing.